Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient had not charged his system in over 6 months. Subsequently, the scs ipg became inoperable (sjm representative confirmed using external devices). As a result, the scs ipg was explanted and replaced with a different model. Effective stimulation was restored with the surgical intervention.